Event description:
Report received from USA stating that the device is experiencing a "does not function with emax2" issue. The device was not being used during surgery. It is unknown if patient or use injury was reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).